Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer would not open. A field service engineer replaced flat flex cable to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system main full height legacy drawer three would not open. The customer reported that the malfunction occurred when user trying to issue the medication to patient. There were no adverse events or injuries reported based on this incident.